Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (15mg/ml, 5.87mg/day) via an implantable infusion pump. Indications for use included spinal pain. It was reported that the patient underwent magnetic resonance imaging (MRI) on (B)(6) 2015, which was unrelated to the drug infusion system/therapy. The pump was never interrogated post MRI until (B)(6) 2015 for the patient's pump refill. The motor stall was confirmed as occurring on (B)(6) 2015 at 1556 with no recovery per the event logs. It was unknown if the patient had been hearing an audible pump alarm. The patient was asymptomatic. The pump refill would be done on (B)(6) 2015. The reporter would re-interrogate the pump for the event logs post pump refill. It was unknown if the motor stall recovered, or if any actions/interventions were required regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.